Event description:
Nurse noticed that the patient's blanket was very wet underneath the 1.9fr single lumen peripherally inserted central catheter (PICC) line. The connections were secure. Upon further inspection, nurse noticed a drop of IV fluids coming out of the PICC line itself, near the top of the line before it connects to the clave. As nurse looked closer, another drop of fluids came out. Nurse stopped the fluids, notified the md and charge nurse, pulled the PICC line per protocol, and placed a peripheral intravenous line (piv).